Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2025, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 19-feb-2023, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient receiving di laudid-hydromorphone at a concentration of 5mg/ml and a dosage of .3mg/day via an implantable infusion pump for unknown indication for use. The rep reported that there was high residual at the patient's refill and the patient had loss of pain relief. A dye study was performed and the hcp was unable to aspirate. The catheter tip was reported as being at 't12'. The catheter was replaced. There were no environmental, external, or patient factors of note. The issue was resolved at the time of this report and the explanted catheter was discarded by the hcp.